Manufacturer narrative:
H.6. Investigation summary: the sample was received by bd for evaluation. A quality engineer was able to review the returned sample of (1) syr 5ml ls 22x1-1/4in tw emerald korea from lot # 9036777 product # 302925 with the reported issue of leakage thru plunger and leakage thru the stopper. DHR was reviewed for the product test. No discrepancy was reported and recorded in DHR in customer reported lot # 9036777. The returned sample of 9036777 are used for following investigation. We performed the leakage test on the sample and found the product to be within the conformance to bd specs. There was no leakage or spillage found in the complained product. There was no reported qn generated during production of this lot. The defect could not be confirmed. Complaints received for this device and the reported defect will continue to be tracked and trended. Based on this, a CAPA is not needed at this time. H3 other text : see section h.10

Event description:
It has been reported that the bd emerald¿ luer slip syringe with needle has been found experiencing two occurrences of leakage during use. The following has been provided by the initial reporter: leakage thru plunger. Sample is contaminated with normal saline leakage thru the stopper.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd emerald¿ luer slip syringe with needle has been found experiencing two occurrences of leakage during use. The following has been provided by the initial reporter: leakage thru plunger. Sample is contaminated with normal saline. Leakage thru the stopper.